Event description:
It was reported that pump experienced recurring malfunction alarms with malfunction code 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer continued using current pump while relying on mobile app for interaction and bolus delivery, and technical support arranged shipment of in-warranty replacement pump.